Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated he was going to bolus after dinner but got no delivery alarm. Troubleshooting was done. Customer's blood glucose was 120 mg/dl. Completed troubleshooting and the insulin pump is working as designed. Customer will change infusion set and site if issue persists. No further information provided.